Manufacturer narrative:
At this time, after the balloon was wired, took a retriever catheter, which this time was advanced over the wire and were able to retrieve the balloon from the proximal part of the rca, withdrawing everything out including the guiding catheters. They made sure that the balloon came out through the guide. After that, a 3.0 x 23-mm xience des was deployed in the proximal rca. Then, the overlap between the 2 stents was hit under 16 atmospheres for 17 seconds. The final angiogram was obtained and showed excellent results. No perforations, no dissections, tlmi 3 flow. Due to difficulties from the right groin, access for the intervention was from the left groin. Multiple pre-dilations on the proximal and mid rca were performed with a sprinter 2.5 x 13-mm balloon. The cypher stent (cws23300) was successfully deployed in the distal calcified right coronary artery. The balloon was pulled proximal to the stent and re-inflated multiple times in the heavy calcified proximal right coronary artery. The balloon ruptured, lost pressure beyond 6 atms shreds of part of the balloon were left behind separated from the delivery system and had to be retrieved with a micro-snare device. The retrieval was successful with no injury to patient being reported. The rca was diffusely diseased with up to 90-95% eccentric lesion involving the proximal rca and 80-85% eccentric lesion involving the mid rca. The distal rca has mild diffuse disease only. After predilation via multiple inflations in the proximal and mid rca with a 2.5x13 sprinter balloon when the cypher stent was advanced over the wire there was some difficulties advancing the stent into the mid rca; therefore further balloon dilations were performed with a 3.0x15 sprinter on the proximal and mid rca. The cypher was then advanced into the mid rca and the stent was deployed successfully under 14 atmospheres for 54 seconds with good angiographic results. The stent balloon was then used for dilation of the proximal rca. The delivery system was withdrawn into the proximal rca and the balloon was inflated once to 6 atms for 21 seconds. It was then noted that the balloon was ruptured. With attempt to pull the balloon into the guide, it appears that balloon separation was noted inside of the proximal part of the rca and the guide came back. It was then determined to use retrieval catheters to remove the balloon. The balloon was wired again with the wire positioned in the mid rca. This was followed by advancement of a retrieval catheter over the wire and the balloon was able to be retrieved from the proximal part of the rca with withdrawal of everything including the guiding catheter. It was confirmed that the balloon came out through the guide. All non-implantable equipment removed from the body intact. The rca was then re-accessed with placement of a 3.0x23 xience des which was deployed in the proximal rca overlapping the cypher stent. The balloon inflation of the overlapped area of the stents was then performed with 16 atm for 17 seconds. The final angiogram was obtained and showed excellent results. No perforations, no dissections, tlmi 3 flow. A non-sterile cypher us otw was received coiled inside plastic bag. The balloon was ruptured and distal portion of balloon was not returned. Also, inside another small ziploc plastic bag was received 3.5 cm portion of the inner body; it presents elongation and flattened condition. The stent involved was not received for analysis; as reported, it remains implanted. No other anomalies were observed on the components received. The unit was sent to sem analysis in order to determine the cause of balloon separated and burst. The results show that the balloon external and internal surfaces exhibited evidence of abrasions. Minimal delamination could be observed along the tear edge; however this is a common surface characteristic for this failure mode. The inner body portion that was visible presented evidence of elongations and cone-down reduction (pencil point). The rest of the sample was not received for evaluation including distal portion of the balloon, marker bands and inner body. The exact cause of the failure could not be conclusively determined; however it appears that severe pulling until rupture could have been involved. Further functional testing could not be performed due to the received condition of the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure tracking difficulty by the costumer could not be evaluated due to the received condition of device. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence and are most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. The failures reported balloon burst and separation were confirmed with analysis of the returned device. Although the exact cause could not be conclusively determined, based on the received information and the analysis it appears that vessel characteristics and procedural factors possibly withdrawal against resistance may have contributed to the events. There is no indication of any device manufacturing issues related to the events. Therefore, no corrective actions will be taken at this time.

Event description:
The information received indicated that, the stent was successfully deployed in the distal calcified right coronary artery (rca). The balloon was pulled proximal to the stent and re-inflated multiple times in the heavy calcified proximal rca. The balloon ruptured, lost pressure beyond 6 atms and shreds of part of the balloon were left behind separated from the delivery system and had to be retrieved with a micro-snare device. The retrieval was successful with no injury to the patient.

Event description:
Customer reported there were dull knives contained in the custom packs. No pt impact was reported. Additional info was requested.

Event description:
Additional information was received that indicated a 3.0 x 23mm cypher stent was advanced, but there were some difficulties advancing the stent into the mid portion of the rca. Every time the stent was advanced over the guidewire, it disengaged. But after difficulties with 2 other guides, the jr guide was used again. After that, there was also some difficulties advancing the stent into the mid part of the rca, so ballooning using 3.0 x 15 m sprinter balloon was performed in the proximal and mid rca. After that, the cypher 3.0 x 23-mm des was advanced into the mid rca part and was deployed successfully under 14 atmospheres for 54 seconds. There were good angiographic results. After that, it was decided to hit the proximal part of the rca using the stent balloon, so, the stent balloon was withdrawn into the proximal part of the rca and one inflation under 6 atmospheres for 21 seconds was done. Then, it was noticed that the balloon was ruptured. Retrieval catheters were used. So, the balloon was wired again and the wire was positioned in the mid part of the rca.

Manufacturer narrative:
The device has been returned for analysis, however, the evaluation is not yet complete. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Please note the additional information reported on the follow up 1 supplemental report that indicated "attempting to insert the stent into the vessel were made, but it never traversed the distance of the guide catheter." Does not belong to this complaint, therefore, please disregard such information. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Additional information was received that indicated attempting to insert the stent into the vessel were made, but it never traversed the distance of the guide catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15256638 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.